Event description:
The report stated that the surgeon was using the device for an open colon procedure. He completed the seal but when he fired the knife it jammed up. He was able to slowly slide the locked jaws off the tissue. On 06/23/2008 visual inspection found that the knife was protruding from the jaws which has the potential to cause an injury

Manufacturer narrative:
(B) (4). (B) (4). Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws.